Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed an ¿error 5¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear 1 week prior to contacting lfs. The patient informed the csr that she manages her diabetes with a combination of self-adjusted insulin (lantus) and trulicity. The patient claimed she decreased her dose of lantus to 25 units daily due to the error message appearing. The patient reported developing symptoms of ¿blurred vision¿ with 1 week after the alleged issue began, but denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was being used for the first time. The csr confirmed the correct testing process was being followed and noted the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury reportable adverse event after the alleged meter error message began to appear.